Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient described seeing the sync screen and stated it kept going off. The patient clarified that 'it' was their stimulation. Patient services reviewed programmer buttons with the patient. They thought the patient was pressing the ins on and off buttons because the patient stated they must be accidentally hitting those buttons when they put it back in the case. No patient symptoms were reported. No further complications were reported or anticipated.